Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leaking at the connection of two IV sets during an unspecified infusion without further details. Although requested, additional information has not been provided; there is no report of patient harm.